Event description:
The customer reported that during a patient event, their device lost power on its own. The customer was dispatched to the patient who was reported as unconscious. The patient's downtime was unknown. Approximately three minutes after the 911 call came in, the local fire department arrived on scene, started CPR and gave the patient oxygen. The fire department connected their AED which successfully delivered one defibrillation shock. Shortly thereafter, the customer (ems) arrived on scene and connected their device to the patient. The patient then received four (4) successful defibrillation shocks prior to the device losing power. The customer described the device display as going blank. The customer then powered the device back on and approximately a minute and 11 seconds later, the device lost power again. After the second power off, the customer replaced the battery in well number 2 and continued care. The customer received an additional 2 shocks from this device. The patient was described as being in a pea (pulseless electrical activity) rhythm when transferred to the hospital. The patient later expired in the hospital.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported loss of power failure. Physio did however observe that one of the batteries was low but this was not determined to be the cause of the reported loss of power. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. Physio-control performed a clinical review of the reported event and determined that the use of the device did not contribute to the death of the patient. A conclusive cause of the reported failure could not be determined.